Event description:
It was reported that pump experienced malfunction with malfunction code displayed and fault ID noted, and no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset instructions, assisted caller in resetting pump, confirmed malfunction did not recur after reset, advised customer to continue using pump, and instructed caller to contact support again if malfunction returned, which caller acknowledged and understood.